Event description:
It was reported on (B) (6) 2010 a pt had a percutaneous coronary intervention procedure and a 6f sheath was used. A pre-deployment angiogram was performed and a 6f angio-seal evolution was deployed in the common femoral artery (cfa). Approx fourteen hours post procedure, the pt ambulated with no difficulties and was discharged seventy-two hours later. A few days after being discharged from the hosp (date unk), the pt was experiencing leg pain that brought them back to the hosp. The pt was diagnosed with an anchor embolism in the artery. On (B) (6) 2010, the pt was seen by a vascular surgeon and a percutaneous transluminal angioplasty was performed to treat the anchor embolism. The pt was reported to be fine post procedure.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions that if anchor fracture or embolism is suspected, the device should be examined to determine if the anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If the anchor is not attached to the device, monitor the pt (for at least 24 hours) for signs of vascular occlusion. Should ischemic symptoms appear, treatment options include thrombolysis. Percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures: however, if any of the following symptoms are experienced, the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.